Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses. There was no adverse impact to customer's blood glucose. The customer pressed the wake button several times to resolve the issue.